Manufacturer narrative:
(B)(4). (B)(4). Results - representative samples from the same lot number as the actual device were returned and tested for needle tensile strength and ductility. The results obtained were in conformance with the requirements. Conclusion code: the devices were received in a condition that meets specification. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00411. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a dental surgery procedure on (B)(6) 2010 and suture was used. The needle broke 2-3 mm from where the suture is attached. The needle was not retained and there were no pt consequences reported.